Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported during a plif (posterior lumbar interbody fusion) while driving the screw the driver tip broke. The patient did not retain a foreign body. There was a five minute surgical delay as another instrument was available to complete the surgery.